Event description:
It was reported that the customer had physical damage on the insulin pump and hospitalized due to stroke. The customer's blood glucose level was 500 mg/dl. The customer's mom thinks that the patient smash the insulin pump in frustration because it was not delivering insulin. The patient was advised that we will replaced the insulin pump and revert to a back up plan per healthcare provider instructions. The customer was also hospitalized and admitted to (B)(6) hospital on (B)(6) 2015.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received with cracked and bleeding lcd glass. The unit was unable to perform functional test including rewind basic occlusion test, occlusion test, prime/ compromised force sensor test, excessive no delivery test, displacement test or download pump history due to physical damage to lcd glass. The insulin pump was received with minor scratched lcd window, cracked case at display window corners and end cap.